Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient's implantable neurostimulator (ins). Information was reported that the patient was scheduled for a battery replacement since it reached end of service (eos). An impedance check was ran and 0 and 4 were over 10k ohms. The factors related to this are unknown. It could be the extension or lead, the patient had them for a long time. The rep was able to program around electrodes 0 and 4. No additional actions were taken. The patient was satisfied and wants to move forward with replacement. No further complications were reported. No patient symptoms were reported.